Manufacturer narrative:
A visual inspection was performed on the returned device. The material separation was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. The distal tip coil was noted to be separated from the guidewire and was not returned. In this case, it is likely that the use techniques employed or the patient¿s anatomical conditions near the exit of the guide catheter caused the reported and observed material separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (lcx)/obtuse marginal (om) with mild calcification and tortuosity. The pressurewire x was advanced without issue. However, when pulling back the device the wire tip was left behind and removed with a snare device. There were no other simultaneous wires present, nor a sharp kink between guiding and vessel. Possibly snapped on the first corner from the capital equipment to lcx, very short corner. The patient is reportedly doing well. No additional information was provided.